Event description:
The MFR received info alleging a ventilator had an issue with the flow rate. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The unit's flow rate was low. The device was calibrated and adjusted to address the issue. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. (B)(4).